Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump becomes hot to the touch after it is connected to a power source for 15-20 minutes. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, no additional information was provided.

Manufacturer narrative:
Received additional information on (B)(6) 2017. Customer stated that the pump became hot to touch again the night before on (B)(6) 2017. Tandem technical support reviewed pump logs and found pump was operating within expected temperature range. Tandem technical support reviewed pump logs for past dates and found that the pump had reached a temperature higher than the expected temperature range. Customer had elevated blood glucose levels in the 300 mg/dl range. Customer delivered a bolus and injection to stabilize blood glucose level. Customer indicated they will continue to use the pump for insulin therapy. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.